Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Films review summary: the exact cause of the limb detachment and type iiia junctional endoleak could not be determined from the films provided. The anatomy at implant and amount of limb overlap at implant is unknown, and earlier post-implant films were not provided for comparison. Review of a returned CT film report from 44 months post-implant confirmed that there was a limb disconnection and resulting type iiib endoleak between the bifurcate ipsilateral limb and the right limb extension. The maximum diameter aaa measured 63mm, the 30mm limb disconnection was located in the unsupported distal aaa sac, and the contra and ipsi limbs were crossed. It is possible that insufficient limb overlap at implant, as well as aneurysm vessel morphology changes, may have contributed to the limb disconnection. The reported limb placement difficulty occuring during implant could not be determined. Continuation of medical devices: information references the main component of the system. Other relevant device(s) are: product ID: e tlw1624c82e, serial/lot #: (B)(4), ubd: 22-jan-2016, UDI#: (B)(4). No intervention/treatment reported. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 61 mm diameter abdominal aortic aneurysm. It was reported that during a routine follow up CT scan performed approximately 3.5 years post index procedure, it was discovered there was a separation between the ipsilateral limb of the bifurcated device and the 16x24 limb in the right common iliac. The maximum aneurysmal diameter was 63mm. This separation caused a type 3 endoleak and the aneurysm to grow. It was reported that this separation was not evident in previous follow up. As per the physician, they had some difficulty with limb placement during the case (most distal stent ring did not open). The physician stated that there may not have been adequate overlap and that the remodeling of the aorta caused a separation. No additional clinical sequelae were reported, and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.